Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Per the information collected, the wi-fi (led) indicator on the wireless footswitch was flashing red, the color of the battery indicator was flashing red and fse confirmed that the footswitch was in error state. The part analysis of defective wireless footswitch and base station were performed. The wireless footswitch confirm a electronic defect where the wi-fi signal does not turn on and unit disconnects when it loses power and needs to be manually reconnected and the base station didn¿t conclusively determine any failure however replacement of the wireless footswitch and the base station resolve the issue. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The correction has been implemented at the customer and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that wireless footswitch lost connection and does not work. The system was noted to be in clinical use. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.